Event description:
Customer reported the system would alarm when plugged in, and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the intelligent shut down board (isd). System operates as intended.